Event description:
The user facility reports one incident of a cracked luer connector on fistula needle resulting in a blood leak. This was noticed approximately one hour into procedure. Unit reports ebl 100 - 150cc. No pt injury or need for medical intervention is reported.